Manufacturer narrative:
H6: investigation summary bd received 100 samples of each lot for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to fibrin were observed. 30pcs costumer returned samples of lot 1147703 were tested on additive amount, 100pcs costumer returned samples checked additive appearance, all result meet the product specification. 30pcs costumer returned samples of lot 1062943 were tested on additive amount, 100pcs costumer returned samples checked additive appearance, all result meet the product specification. 30pcs retained samples of lot 1147703 were tested on additive amount, 100pcs costumer returned samples checked additive appearance, all result meet the product specification. 30pcs retained samples of lot 1062943 were tested on additive amount, 100pcs retained samples checked additive appearance, all result meet the product specification. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure fibrin because the defect was not evident in the testing of the retention lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. H3 other text : see h10.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold cn, the device experienced missing additive. This event occurred 72700 times. With lot: 1062943. This event occurred 29000 times. With lot: 1147703. The following information was provided by the initial reporter. The customer stated: information from the region:the patients grid says patients were impacted were any wrong results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the wrong treatment harm the patient? No. It was found that there were a lot of fibrin filaments, which often caused blockages in the equipment and failed to issue reports. For the department, there were medical disputes. Risk, after colleagues from the application department came to support the experiment.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1062943. Medical device expiration date: 2022-02-28. Device manufacture date: 2021-03-04. Medical device lot #: 1147703. Medical device expiration date: 2022-05-31. Device manufacture date: 2021-06-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold cn, the device experienced missing additive. This event occurred 72700 times. With lot: 1062943. This event occurred 29000 times. With lot: 1147703. The following information was provided by the initial reporter. The customer stated: information from the region:the patients grid says patients were impacted were any wrong results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the wrong treatment harm the patient? No. It was found that there were a lot of fibrin filaments, which often caused blockages in the equipment and failed to issue reports. For the department, there were medical disputes. Risk, after colleagues from the application department came to support the experiment,